Event description:
The radi femostop (vascular closure device) was in place at the groin and the manometer fluctuated in the pressure without manipulation of the device. Rn received the patient from the cath lab with the white manometer attached to femostop on the patient. Without any adjustment the manometer would fluctuate in the pressure recording. The rn was unable to track pressure released and had to rely on the look of the groin site, pulses, and the feel of the bulb that is inflated with air.====================== health professional's impression======================the rn wonders if this device is a "lemon".